Event description:
It was reported that patient received an alert for possible output circuit damage on the ICD. During follow up, high pacing lead impedance was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 19.9cm was returned for analysis. External insulation abrasion was noted at 14.9-15.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.